Manufacturer narrative:
Physio-control further evaluated the device, but could not reproduce the reported issue. The device was extensively tested, but no device lock-up was observed. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but did not observe any lock-ups of the device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's would intermittently have a white screen upon start-up, which is indicative for a lock-up. It was also reported that it happened more frequently when the device was connected to ac power compared to when it was used on dc power. There was no patient use associated with the reported event.